Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: gastrectomy.according to the reporter:on the 7th and final firing of a sleeve gastrectomy, 45mm purple reinforced reload stopped immediately when the surgeon attempted to fire the stapler. After waiting approximately 10 seconds, the surgeon attempted to fire the stapler again, but it stopped immediately. There was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. The patient is alive and stable.